Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received two inappropriate shocks (ias) 10 days post implant. It was noted that this patient is large chested and during the implant procedure the electrode was stretched to reach this s-ICD. During the procedure the physician had to re insert the electrode to get in range impedance measurements. The defibrillation threshold (dft) test had been unsuccessful however the second attempt was successful. Technical services (ts) reviewed noting this s-ICD was in primary vector where noise and a wandering baseline was observed along with gross undersensing. A chest x ray was performed. The electrode appeared to be fully inserted from the lateral image however ts noted the images were subpar so making determinations from them were challenging. This s-ICD remains in service. No adverse patient effects were reported.